Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) had flipped and twisted in the pocket. There was no additional information concerning the implant depth of the ins. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a pocket revision because it was implanted too deeply for the patient programmer (pp) to read consistently. The patient was unable to adjust amplitude on her device. The pocket revision was successful. The ins was placed more superficially and the patient was able to read with the pp. The issue was resolved at the time of this report. Further follow-up is being conducted to determine how deep the ins was implanted, was it confirmed that it was not flipped or migrated. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer was reported on (B)(6) 2017 that there were difficulties implanting the device and the patient really did not want to go through another surgery. It was reported that the patient had been cut open 4 times in 1 year to get everything to work. The first time it was implanted too deep. Then they had to go in again and reposition the ins closer to the skin. It was reported that they were just cleared last year in (B)(6). The patient stated that with previous implants they had it in for years and never had to have them fixed.